Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the crack on the pump that made water to get in and now the pump did not turning on. Customer stated that the crack at the bottom part of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.